Manufacturer narrative:
Investigation: no sample returned: review DHR analysis and findings: distribution history the complaint product was manufactured at csi on 12/18/2020 under work order (B)(4). Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history attached showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No.

Event description:
The tip was broken from the white base and it remained inside the patient's uterus.when they were trying to fill the balloon, the saline solutions was dripping and they were unable to inflate. The tip was already inside the patient. They removed the tip and replaced it with another one that worked well. Uterine manipulator tip b umb678 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report stated: we have receive a phone call yesterday from our customer, premiere hospital (B)(6), regarding a malfunction of a rumi tip blue 6.7mm x 8cm, part no. Umb678. The customer informed us that the tip was broken from the white base and it remained inside the patient uterus. We had asked for more details and for the broken parts or pictures. As soon as we are receiving more information, we will let you know. We are not aware right now about the lot number. Additional info: description of the incident: the tip has a fracture on the white base; when they are trying to fill the balloon, the saline solutions is dripping and they are unable to inflate. The tip was already inside the patient. They have removed the tip and replace it with another one that worked well. We have instructed again the customer to test inflate the tip before inserting it. The initial report was that the tip has broken inside the patient. Uterine manipulator tip b umb678 e-complaint- (B)(4).